Manufacturer narrative:
D10 concomitant products: unknown ligasur, unknown ligasure instrument (lot#: unknown), unknown ligasur, unknown ligasure instrument (lot#: unknown) özgün akbas. "Can vaginal natural orifice transluminal endoscopic surgery hysterectomy be performed in patients with an enlarged uterus?", 2025, https://doi.org/10.1111/jog.16345 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a study compared 21 (35.0%) vaginal natural orifice transluminal endoscopic surgery (vnotes) and 39 (65.0%) conventional laparoscopy in patients with an enlarged uterus who underwent hysterectomy between january 2020 and december 2024. In the conventional group, ligasure was used to seal and divide the ligaments and uterine artery. In the vnotes group, ligasure was used to divide the uterine ligaments. There were 60 patients in the study and postoperative pelvic hematoma occurred in one patient in the conventional group. Title: can vaginal natural orifice transluminal endoscopic surgery hysterectomy be performed in patients with an enlarged uterus? Author: özgün akbas date of publication: 2 june 2025